Manufacturer narrative:
Creatinine was the only analyte affected. The specimens were serum, processed in 13x100 serum separator tubes and centrifuged at 4500 rpm for 5 minutes. Per customer, the samples did not exhibit abnormal appearance. Bec cts (customer technical support) performed troubleshooting over the phone. Cts requested customer to perform maintenance of the crem cup as described in the maintenance procedures in the product manual. After changing the cup, lamp calibration was performed. Cts also requested the customer perform a 10 replicate precision run and call back if the run was not acceptable. There was no call received from the customer after the troubleshooting was completed. The cause of the issue is attributed to the creatinine cup module.

Event description:
A customer contacted beckman coulter to report obtaining seventeen (17) false low modular creatinine (crem) results generated by an unicel dxc 800 pro synchron chemistry analyzer which were reported outside of the laboratory. The results were flagged due to a delta check protocol in the laboratory's dl2000 (data manager). Once the delta check failed, all patient samples were rerun back to good quality control (qc) and amended reports were issued . Qc is run 3 times per day at this laboratory, at the beginning of each shift. Qc run prior to this event was within established ranges. Qc run after this event did not meet specifications. The patient results are shown in the attachment. The laboratory did not indicate whether any patient treatment was affected by the false low reported creatinine results.